Event description:
Pump was sent in for service where a failure code 550 was found during the evaluation process. The biomedical engineer of the reporting facility reported that there was no report of the failure occurring during patient use, no patient injury or medical intervention.